Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end of light-guide fibers glass is cracked, broken, and the adhesive has come off and universal cord is scratched and scraped. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely component failure of the light guide bundle and distal end cover glass led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited on the distal end of light-guide fibers glass is cracked, broken, and the adhesive has come off and universal cord is scratched and scraped. There was no patient involvement.

Event description:
It was reported the subject device had a dark image. The event has occurred before the inspection. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.